Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the target lesion located in the distal rca was 3.9mm in diameter instead of 2.9mm diameter previously indicated. The status post coronary bypass graft with a patent left internal mammary artery to the left anterior descending, patent vein graft to the diagonal, and third bypass was occluded instead of the status post coronary bypass graft with a patent left internal mammary artery to the left anterior descending, patent vein graft to the diagonal, and "their bypass was occluded" initially indicated. The patient awoke with left chest pressure and associated diaphoresis. No radiation to the neck, back, jaw or arms were noted. Upon arrival to the emergency room, the patient was given medication with incomplete relief. An electrocardiogram was normal and cardiac enzymes were negative. In (B)(6) 2009, the right coronary artery(rca) was anatomically dominant and gave off 2 medium to large posterior descending artery(pda) and left ventricular(lv) branches. It was noted that the rca was diffusely irregular. The origin of the pda had an 80% discrete narrow and the midpoint of the pda had 30% segmental narrowing. The lv branch was previously stented and the stent was patent.

Event description:
(B)(4). Same case as: 2134265-2010-03766. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. The target lesion was located in the distal right coronary artery (rca). The lesion was 70% stenosed, 2.9mm in diameter and 32mm long. Predilation was performed. Residual stenosis was 20%. The lesion was initially treated with a 3.5x38mm taxus liberte stent. Due to bailout, dissection, the physician implanted a 3.5x12mm taxus liberte stent. A non-target vessel located in the 3rd obtuse marginal was also treated with the implantation of a non-bsc stent. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2009, the patient experienced angina pectoris and was hospitalized. They patient underwent angiography without revascularization during the hospital stay. The event was successful resolved and the patient discharged 1 day later without residual effects.